Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil (subject device) was stuck within the microcatheter. Upon removal the subject coil was prematurely detached and was removed from the patient. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil proximal contact wire was intact. The subject coil delivery wire was broken and the main coil was not returned. Functional testing could not be carried out as the main coil was detached and was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided stated that there were no anomalies noted to the device prior to use. The as reported, main coil prematurely detached/separated during use was confirmed. In the case of this complaint it is most likely that the main coil detached when attempting coil advancement/retrieval against friction. The reported event coil in catheter friction was not confirmed however, the analysis results are consistent with the event. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported and analyzed events.

Event description:
It was reported that during the procedure the coil (subject device) was stuck within the microcatheter. Upon removal the subject coil was prematurely detached and was removed from the patient. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.